Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump primed properly. The insulin pump was received with broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, reservoir tube cracked, and reservoir tube window cracked.

Event description:
It was reported that the customer had no delivery alarms for a couple weeks on and off. Customer stated that when she primes the pump, the insulin does exit. Customer's blood glucose level was 566 mg/dl. Customer current blood glucose level is 47 mg/dl. Customer treated for her blood glucose level. Customer performed a 5.0u fixed prime and the insulin did exit. Customer stated that the cannula was not bent. It was explained that the set may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. Customer stated that there is also a crack on the reservoir compartment. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).